Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector. The blood glucose level of the patient at the time of event was over 300 mg/ dl. The issue occurred with one infusion set and same was used for few hours. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.